Event description:
This is a second follow-up for the initially filed MDR (3006575795-2020-00008).

Manufacturer narrative:
The contract manufacturer provided the investigation report on 03/16/2021. The actual device was tested and the leak in the filter was confirmed from the weld area. The part did go through the welding operation. The weld line was visible around the part, while the area of the leak was not welded at the time of testing. With the part being 3 years old, there was no way to adequately identify what could have caused the filter to un-weld. A DHR review was conducted, and no changes/rejections were identified that could have caused a weaker weld. The root cause could not be established.

Manufacturer narrative:
Zyno medical llc received the administration set evaluation report from the service provider on 11/05/2020. An unused sample for the same lot of the affected administration set was tested. Visual inspection confirmed that there was no defect or damage to the set. An infusion was completed with no visible leak noticed from the filter. The administration set passed the test and meets specifications. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (MDR 3006575795-2020-00008).

Manufacturer narrative:
Zyno medical is currently waiting for the investigation results from the service provider.

Event description:
On 07/20/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor stating that an administration set model a2-80071-df lot 18036934 was leaking at the filter. A patient was involved but not harmed. The device operator was a registered nurse. The medication being infused was unknown. The contract manufacturer of the affected device is (B)(4).